Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test note: on (B)(6) 2017 follow up call was made just to obtain information. Customer's mom is giving the information customer is not present at the time. Mother is concerned about the high results. Customer states that the true metrix meter is working and she will keep it.

Event description:
Consumer reported complaint for high blood glucose results. (B)(6), is calling on behalf of the customer. The customer is concerned with the results of 488 and 431mg/dl. The expected fasting blood glucose test result range is 120 to 150mg/dl or undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) 1:488mg/dl (B)(6) 2017 10:17 pm fasting: yes; 2:431mg/dl (B)(6) 2017 01:21 pm fasting: yes. Customer states she was using a true metrix and true metrix air - neither were giving her results, and due to not being able to reach customer care on the weekend, she sought medical assistance for the patient. On arrival to the hospital on (B)(6) 2017 his glucose reading - 946 mg/dl. Treatment and diagnosis undisclosed. Customer was discharged on (B)(6) 2017. She states son is home and feeling better. Patient is insulin dependent on a pump. Customer was advised to call back when testing materials available. She is currently at work and unable to confirm all information about the meter issue.